Event description:
It was reported to boston scientific corporation that during the patient's follow-up exam after an anterior pelvic floor repair procedure using a pinnacle pfr kit in 2008, the physician noticed a little of the mesh was exposed at the cuff and at the interior incision.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complaint. The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. A supplemental medwatch report will be submitted if any further relevant information about this event becomes available.